Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 62 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A recent CT demonstrated that there was disease progression with aortic neck dilatation. (Mdr2953200-2009-01082) it was reported that there was stent graft migration with type I endoleak with aneurysm enlargement. A talent cuff was implanted 24 months post initial implant. It was reported 38 month later, there was a type iii endoleak between the bifurcated stent graft and the talent aortic cuff. The physician elected to repair the type iii endoleak with placement of an aorta-uni-iliac device (another manufacturer's) occluding the left iliac limb of the previous aneurx stent graft, starting at the right external iliac artery and performed a right to left femoral to femoral bypass successfully resolved the migration and the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: risk of procedure. Conclusion: disease progression with aortic neck dilatation.